Event description:
The manufacture received a report that a garbin evo ventilator displayed a "vent inop" alarm. No further details were provided. No patient harm or injury was reported. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.